Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and upon power up, observed artifacts on the screen. The fse was also able to verify the "display failure" in the units fault log. To fix the issue the fse replaced the cable,display to video rcvr bd. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) university hospital.

Event description:
It was reported by the end user that on power up the screen was broken on the cs300 intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.